Event description:
A customer reported the unit of measure setting of their freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment. The product has been requested back for investigation.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.